Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 12/12/2018. (B)(4). The philip's service engineer (se) inspected the device. The se confirmed the reported issue. The se replaced power switch overlay and the ventilator passed all testing.

Event description:
It was reported that the ventilator light emitting diode (led) indicator was faulty and did not have an alarm sound at the time of the event. There was no patient involvement. The event date was not specified; estimate used.